Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for peritonitis with inj. (Injection) vancomycin (2 grams, frequency and route of administration not reported) and inj. Fortum (1gm, frequency and route of administration not reported). The outcome of the peritonitis was unknown. It was unknown whether the patient was retrained in aseptic technique. At the time of this report dianeal 1.5% therapy was ongoing. No additional information is available at this time.